Event description:
Boston scientific crm received info that this right ventricular pacing lead dislodged. The lead was explanted and replaced with a new right ventricular pacing lead. This lead has not been returned. Should additional info become available, this event would be updated.